Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-08810. It was reported the pt was unable to increase stimulation in any program and the amplitude bars automatically decreased. The lead had invalid values on all the contacts. The leads were explanted.

Manufacturer narrative:
Eval results: the complaint was confirmed. As received, the lead was kinked with all wires broken approx 11.5 cm from the stimulation end. As the outer tubing was not breached where the lead was fractured, the damage was consistent with an overstress condition the lead was subjected to while it was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.